Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction code did not recur. The caller was advised to continue using the pump and to contact technical support if the malfunction code appeared again, which they acknowledged and understood.